Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support (tts) however customer was unable to complete the check. Customer cleared the alarm and reported that the pump supplies would be changed. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.